Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). One complaint was received during this report period. Of these, 1 was determined to be misapplication. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with the escape of a liquid or gas from the vessel or container in which it is housed. Patient information was not confirmed for the event.